Event description:
It was reported by the aci sales professional that a female patient with a history of hypertension and weighing in at (B)(6) underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 7f procedural sheath for a 3-hour long procedure to treat a chronic total occlusion distal to the popliteal artery. A pre-procedural femoral angiogram revealed the stick at the femoral head and also revealed peripheral vascular disease (pvd) in the vicinity of the access site. The patient was administered heparin peri procedure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. The 7f sheath was exchanged for a 6f procedural sheath. Reportedly, the device was prepped per the instructions for use (IFU). It was reported that the sealant was deployed but it did not completely close the arteriotomy. The physician converted the patient to manual compression and successful hemostasis was achieved. It was also reported that an acute hematoma developed at the access site but was resolved with manual compression. The patient tolerated the procedure well and was discharged to home without report of patient clinical sequela. On (B)(6) 2011, additional information was received reporting that after the physician delivered the sealant, he laid the device down and an immediate balloon loss of pressure occurred.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided and the investigation performed, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Manufacturer narrative:
Date received by manufacturer is being corrected